Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported the facility was having an issue with part number 80-1629 polarus 3 (p3) targeting connector "as their jig repeatedly keeps missing the screw holes in the p3 nail." Follow up attempts to obtain more information were made to no avail. No further information is available. This report is related to report number 3025141-2023-00315 for the polarus 3 nail involved in this event.

Manufacturer narrative:
The batch/lot number of the device was received on 30 january 2024. Manufacturing and inspection records were reviewed, and no anomalies were noted. The device has not been returned for evaluation. Based on the information received, the root cause could not be determined. Corrected data: type of investigation code (annex b) updated to: 4114 and 3331.

Manufacturer narrative:
The product was received for evaluation on 13 march 2024. At the time of product return it was determined the batch/lot number of the product was incorrectly reported. Therefore, the correct batch/lot number was updated in this report. Manufacturing and inspection records were reviewed for this updated batch/lot number. The returned product was inspected visually. Under inspection, there were some obvious signs of wear on the targeting connector, with dented edges on the top, bottom and interfacing side that sits against the guide portion. Guides were each respectively assembled with the connector returned as well as engineering lab samples of the rosette knob, cannula, drill guide, locking bolt and implant rod. When this was done, a functional test was conducted by inserting an engineering sample of the 2.8mm drill through the cannula and drill guide and into each hole on the nail. The drill easily slipped through each hole as intended via the targeting guide. The same test was conducted for both the left and right-sided guide with their respective nails. No issues were observed in the targeting trajectories. It is possible that improper assembly or loosening of the assembly or drill guide could lead to the targeting trajectories being off. However, the root cause of the reported event could not be conclusively determined.